Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve by transfemoral approach, in the pulmonic position inside a pre-existing 23mm freestyle valve (viv procedure). One month after implant and after initial relief of symptoms, the patient became symptomatic with nyha iii symptoms and severe regurgitation. Approximately six months post-procedure, patient was brought back to the cath lab for potential balloon dilation of thv. The regurgitation was judged to be central (not perivalvular). The distal portion of the stent frame was poorly expanded and is thought to be interacting with a 20mm gore-tex conduit above the freestyle valve. The patient was sent for elective surgery without any ballooning. The surgical replacement was cancelled and has not yet been rescheduled. The patient is waiting for the surgical replacement.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device remained implanted at this time.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Procedural imagery was provided and revealed the following observations: backflow (regurgitation) appeared to be present at the thv inflow side upon injection of contrast media. The outflow side of thv appeared to be tapered; pre-existing device (gore-tex conduit) was not clearly visualized. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of interventional device interacts with pre-existing implantable device and central regurgitation were confirmed based on provided imagery. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. It should be noted that the sapien 3 ultra thv was deployed in pulmonic position using a commander delivery system via transfemoral approach, which is not an indicated use of the device. Therefore, this was off-label operation during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Imagery review confirmed that the thv outflow was under-expanded, suggestive of possible interactions with pre-existing device. The small diameter of the pre-existing device, and/or surrounding patient anatomy accommodating said device, could have physically constrained the target site during thv deployment, resulting in incomplete expansion at outflow and, thus, the alleged interactions. Non-uniformly expanded thv profiles are also known to result from rapid inflation and/or off-center thv positioning with respect to inflation balloon (thv must be centered between the valve alignment markers prior to inflation). In this case, it is unknown whether the incompletely expanded thv seen in was caused by patient factors (small implant site/ pre-existing device with small diameter) or user technique (leading to the small diameter at outflow). Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it is possible that the incomplete thv expansion prevented the tapered valve profile from adequately maintaining forward blood flow during systolic phase (wherein leaflet coaptation closes the valve), resulting in central regurgitation. As such, available information suggests that procedural factors (interaction with pre-existing device, under-expanded valve) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.